Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that (B)(4) products refobacin revision 1x40g, reference 3011630001, lot number a804be2506 were manufactured on 28 september 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner sterile packaging is opened during the operation. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The product analysis shows that the product has been received with all pouches intact including the inner pouch. The reported event is not confirmed. 1 complaint, this one included, has been recorded on refobacin revision, reference 3011630001, batch a804be2506 since ever. A customer letter has been sent to the client. According to available data, the most probable root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging is opened during the operation.no adverse event has been reported as a result of the malfunction.